Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. The stop and ok buttons lit but there was no display due to a blank screen. The screen functions could not be configured. It was identified that the cause for the blank screen was due to a burnt coil on the inverter board. Visual evidence of dried fluid was encountered within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was black when they woke up after their peritoneal dialysis (pd) treatment was completed and still connected to the cycler. The green and red buttons were lit and would make sounds when pressed. The cycler was connected directly into a three prong wall outlet that was shared by a lamp. The patient¿s area had been experiencing thunderstorms and there was a power outage in the patient¿s home last night. At that point in time, the technical support representative advised that the patient discontinue use of the cycler. Upon follow up with the patient, the patient confirmed that there was no issue with overfill and no injury occurred. The patient reported that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that they were able to revert to continuous ambulatory peritoneal dialysis (capd) to complete treatment pending delivery of the replacement cycler. No treatments were missed. The patient indicated a replacement cycler was delivered and the issue was resolved. The patient has continued with peritoneal dialysis therapy on the cycler without issue. The cycler was returned to the manufacturer for physical evaluation. Upon physical evaluation of the, it was identified that there was a burnt coil on the inverter board.